Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the left eye on the surgeon side console (ssc) 1 was black. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to power down the system, remove the blue fiber cable (bfc), clean both ends and sockets, reseat and power on, still the issue persisted. An isi tse requested the customer to swap the bfcs with the surgeon side console (ssc) where vision was good and issue still persisted. The customer tried to swap ports on the vision side cart (vsc) and issue persisted. There were no icons overlay and the left eye was also black during startup. The issue was found to be related to the high resolution stereo viewer (hrsv) monitor. The procedure was completed with a second ssc with no patient injury. Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred immediately after starting up the system. The procedure was completed successfully with second ssc. There was a procedure delay of 40 minutes.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewers (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the hrsv monitor involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. An event verification confirmed the radical prostatectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to second ssc due to left eye black after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewers (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The monitor was installed and tested on an in-house test system. The system started up with no image on the left hrsv monitors, the screen was completely black with no signal.